Manufacturer narrative:
No injuries or medical intervention was reported. No patient information was provided besides age and sex. No information was provided in regards to the serial number, therefore device manufacturing date could not be determined. The device has not been returned to the manufacturer. The product has been identified as an affected product in an ongoing class ii recall; therefore, no further evaluation is necessary.

Event description:
An alleged complaint was reported that a patient felt pain acrossthe face when being treated. The patient returned for additional dental treatment for other issues and no other issues related to overheating tips were reported.